Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), and high/undefined pacing impedance. A lead fracture is suspected. The lead has been extracted and replaced. No patient complications have been reported as a result of this event.